Manufacturer narrative:
Zimmer biomet complaint (B)(4). 2 screws were initially reported by the customer, and 3 screws were returned for evaluation. One screw from lot 769250 was returned with the head and threads damaged and covered in blood. Two screws from lot 893690 were returned. One is fractured and the other is deformed and covered in blood. Item and lot numbers are confirmed to match the complaint with package labels. Dimensional testing was not completed due to damage to the screw head. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined due to the inability to dimensionally measure the product because of the product damage. A possible gauge issue was identified and an issue evaluation was previously initiated for further evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00002, 0001032347-2021-00003. Medical products: 2.0 lactosorb system 2.0 x 7 mm direct drive screw, part# 915-2201, lot# 893690. 2.0 lactosorb system 2.5 x 7mm direct drive screw, part# 915-2208, lot# 769250. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported 2 screws could not be gripped and 1 screw broke because it was too tight to pull out of the screwdriver during a maxillary procedure. The procedure was completed with another screw. No adverse events have been reported as a result of the malfunctions.